Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic coma. The customer's blood glucose level at the time of admission was 1209mg/dl. The customer states they were in a hyperglycemic coma, and were released after seven days. The customer states the pump is a life safer, and is interested in getting the blood glucose monitor. No further information or assistance provided.